Event description:
It was reported the customer was hospitalized due to high blood pressure and high blood glucose levels (600 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.